Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump reservoir compartment. The customer¿s blood glucose was 136 mg/dl at the time of incident. Customer stated that the insulin pump reservoir tube lip was cracked and tape has been used to lock the reservoir in place. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly noted.